Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (pelvic inflammatory disease)"), pelvic pain ("pain") and uterine haemorrhage ("aub (abnormal uterine bleeding)") in an adult female patient who had essure (batch no. Hcg2020338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (gravid: 4) and parity 3. Concurrent conditions included hashimoto's disease, depression, ovarian cyst, hot flashes and migraine headache. Concomitant products included metronidazole (flagyl) for bacterial vaginosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/bloody vaginal discharge/ vaginal discharge"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy cystoscopy), surgery (to remove the essure implant) and surgery (novasure endometrial ablation ((B)(6) 2015)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Per mr: on (B)(6) 2015, she underwent novasure endometrial ablation with hysteroscopy for abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: pid (pelvic inflammatory disease). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . The pelvic pain is 5-6/10 on every day basis: increases to 9/10 during the night at least 3 times per week. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, pelvic inflammatory disease, vaginal discharge, vaginal haemorrhage, uterine haemorrhage." Most recent follow-up information incorporated above includes: on 18-jun-2018: reporter information was added. This case concerns adult patient. Her demographic was added. Her historical/concurrent conditions were added. Lab data was added. Essure insertion and removal date was added. Essure lot number was added. Essure indication was added. Concomitant medication was added. Per mr: pid (pelvic inflammatory disease) was added. Per pfs: aub (abnormal uterine bleeding), abnormal bleeding (menorrhagia) and abnormal bleeding (vaginal)/bloody vaginal discharge/ vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (pelvic inflammatory disease)"), pelvic pain ("pain"), uterine haemorrhage ("aub (abnormal uterine bleeding)"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease") and haemorrhagic cyst ("reproductive system disorder or condition type of disorder or condition: cyst bleeding") in an adult female patient who had essure (batch no. Hcg2020338-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (gravid: 4), parity 3, missed abortion, ectopic pregnancy and graves' disease. Concurrent conditions included hashimoto's disease, depression, ovarian cyst, hot flashes, migraine headache, syncope and overweight. Concomitant products included metronidazole (flagyl) for bacterial vaginosis as well as cetirizine hydrochloride, cetirizine hydrochloride since 2015, fluticasone propionate since 2006, levothyroxine sodium (synthroid) since january 2017, montelukast since 2006, salbutamol sulfate (proair hfa) from 2014 to 2018 and thiamazole (methimazole) since 2017. In 2012, the patient experienced mood swings ("hormonal changes describe: mood swings,hot flashes"), hot flush ("hormonal changes describe: mood swings, hot flashes"), feeling abnormal ("neurological conditions or problems type: head fog, memory loss") and amnesia ("neurological conditions or problems type: head fog, memory loss"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/bloody vaginal discharge/ vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge ") and micturition urgency ("bladder or urinary problems or changes urgency") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart beat"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6)2014, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:stomach swelling"). In 2015, the patient experienced haemorrhagic cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain") and back pain ("back pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy), novasure endometrial ablation (B)(6)2015), thyroid removal and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy cystoscopy). Essure was removed on(B)(6)2017. At the time of the report, the pelvic inflammatory disease, uterine haemorrhage, autoimmune thyroiditis, haemorrhagic cyst, menorrhagia, vaginal haemorrhage, mood swings, hot flush, urinary tract infection, migraine, heart rate increased, feeling abnormal, amnesia, dyspareunia, weight increased, alopecia, vaginal discharge and micturition urgency outcome was unknown, the pelvic pain, headache, nausea, dysmenorrhoea, abdominal distension, abdominal pain lower and back pain had resolved and the fatigue was resolving. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, haemorrhagic cyst, headache, heart rate increased, hot flush, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Were you advised of any complications from your essure removal procedure? Yes the content of the communications surgery took longer than expected current weight 140 lbs per mr: on (B)(6)2015, she underwent novasure endometrial ablation with hysteroscopy for abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Biopsy endometrium - on (B)(6)-2016: results: pid (pelvic inflammatory disease). Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. The pelvic pain is 5-6/10 on every day basis: increases to 9/10 during the night at least 3 times per week. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, pelvic inflammatory disease, vaginal discharge, vaginal haemorrhage, uterine haemorrhage." Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: aka name was added. Events- mood swings, hot flashes, infection( uti), autoimmune disorder( hashimoto's disease), bladder or urinary problems or changes(urgency), migraines, headaches, cyst bleeding, rapid heart beat , nausea, head fog, memory loss, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, weight gain, stomach swelling, hair loss, vaginal discharge, lower abdomen pain, back pain were added. Outcomes- nausea, headache, fatigue, stomach swelling, cramping, pain were added. Outcome updated.concomitant conditions & drugs were added. Product, patient & reporter information updated. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (pelvic inflammatory disease)"), pelvic pain ("pain") and uterine haemorrhage ("aub (abnormal uterine bleeding)") in an adult female patient who had essure (batch no. Hcg2020338-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (gravid: 4) and parity 3. Concurrent conditions included hashimoto's disease, depression, ovarian cyst, hot flashes and migraine headache. Concomitant products included metronidazole (flagyl) for bacterial vaginosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/bloody vaginal discharge/ vaginal discharge"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy cystoscopy), surgery (to remove the essure implant) and surgery (novasure endometrial ablation (9mar2015)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Per mr: on 09mar2015, she underwent novasure endometrial ablation with hysteroscopy for abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: pid (pelvic inflammatory disease) hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion the pelvic pain is 5-6/10 on every day basis: increases to 9/10 during the night at least 3 times per week. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming pelvic pain, pelvic inflammatory disease, vaginal discharge, vaginal haemorrhage, uterine haemorrhage." Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.